Event description:
Implant date 12/18/97. Pt received heparin within few days of implant. Experienced hematoma in pocket. Able to express blood from pocket prior to discharge. Pt came in for outpt dobutamine infusion and pocket became swollen. Pt taken to lab and found that catheter had pulled back into pocket. Device removed and replaced with another catheter.